Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device changed mode when it from switched to forward on its own while still running in reverse. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation, a running in the wrong mode condition was found and then reported. Based on the investigation details, the likely cause was problems with the e-box, which was replaced along with other components.